Manufacturer narrative:
Health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found cut damage on the cable no other issues were identified. Device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation results, the most probable cause of the complaint is component failure which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head cord was cut, and the wire was showing. The problem was found during reprocessing. There were no reports of patient harm.